Manufacturer narrative:
Block b3: exact date unknown, event occurred around the beginning of the year.

Event description:
It was reported that the patient was not able to get a full stimulation coverage due to high impedances on one of the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.